Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay, keypad overlay texture damage, and scratched case. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm/no calibration defects noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 415 mg/dl. Customer¿s other blood glucose values was 410 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that they could not able to calibrate. Auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.